Event description:
Customer reported experiencing high blood glucose readings of 441 mg/dl. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. No delivery alarm was noted in the alarm history. The high pressure test was performed and passed. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.